Manufacturer narrative:
Follow-up # 1 date of submission 03/24/2015 - device evaluation: the pump has been returned and evaluated by product analysis on 03/12/2015 with the following findings: during investigation, the complaint of a cracked display was not observed; no cracks were found. The display film was observed to be worn and discolored with scratches, which are cosmetic and have no effect on insulin delivery function. There was no defect found during investigation.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a display (damaged) issue. It was reported that the display was cracked. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.